Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. Per the review, there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. There were 2 lesions biopsied: 6.6 cm in size located in the left upper lower lobe (superior lingular segment) and 6.6 cm in size located in the right upper lobe (anterior segment). Instruments utilized during biopsy included a 19g flexision needle, forceps, a cytology brush, and a bronchoalveolar lavage was also performed. Endobronchial ultrasound (ebus) was performed outside of the ion procedure. The diagnosis obtained from pathology for lesion #1 was granuloma (benign); the diagnosis for the second lesion was not provided. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.